Event description:
In preparation for embryo transfer, the device was inserted through the cervix to the upper uterine cavity under ultrasound guidance. The outer portion of the device was held in place while the inner portion was withdrawn. On removal, the inner portion was noted to be missing the echogenic metal ring and the metal could be seen on ultrasound to be present within the uterine cavity. The metal remained in place when the remainder of the device (the outer sheath) was also removed. The metal ring was retrieved later that day with cervical anesthesia and dilatation, using ultrasound to guide an endometrial aspiration pipette.